Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly the pump was vibrating during the night and no alerts or alarms could be identified. Tandem technical support made multiple attempts to follow up with customer and was unable to do so.